Event description:
A patient with an external neurostimulator (ens) trial system reported they could feel stimulation sensation on the operating table in their vagina, but since returning home, they don't feel stimulation. They had not been going to the bathroom as much. The patient also mentioned they had pain on their left side of their bottom, where the crack was. It was recommended that they follow up with their healthcare provider (hcp). On (B)(6) 2016, the patient further reported they had wires exposed the day prior, and was told to put tape over them. After putting the tape over the wire, they got worried and pulled the tape off. After doing so, the patient started experiencing a numb feeling running from the left side of their buttock down their left leg. They described it as achy and felt it strong when they moved. It was rated a 3 on the scale of 1-10 for pain. The patient decreased stimulation and was experiencing discomfort. They attempted the other side and was still experiencing discomfort. On (B)(6) 2016, additional information from the patient reported they had a bladder infection and they think it is a urinary tract infection (uti). The patient stated they had that type of infection before and they them for years, since they were 18. The patient know they had an infection because the hair on their arms stand up and they get chills when they pee. They said they noticed it a couple days prior. The patient also reported that their symptoms were worse than before they got the trial. They were experiencing pain down their left leg/butt crack. It was noted that the patient was feeling painful stimulation and pain down their leg. They were still flooding and that trial had not helped with their bladder symptoms at all, since they got it. They were disappointed and had a funny feeling about the trial in the first place. The patient confirmed that they symptoms were not worse with the trial, but the trial did not help and they had not had a 50% reduction in symptoms. Before the trial, the patient would stand up and they would go sometimes where the urine would run down their leg. They did not have that problem anymore, but still had to urgency sometimes and they leaked to where their pad was wet. It was noted the patient tracked their numbers for symptoms and they got down to "3s, 4s and 5s and now they were only at 2s, 3s, or 1s and a 2." The patient asked if the wire was removable and if they could switched side. It was reviewed to discuss with their hcp. It was noted that the therapy was on. The patient said that their symptoms were not being controlled, and they did not feel stimulation and they never had felt stimulation, since they started the trial the thursday prior. The patient was walked through how to increase stimulation and when they increased stimulation they said they felt uncomfortable pain down their left leg. They turned stimulation down to .4. The sensation was getting better. It was reviewed that the patient could continue to decrease stimulation or turn it off until they saw their hcp. The patient also inquired whether their total knee replacement and a severed nerve in their back, before they got the trial, would effect the success of the trial. It was reviewed that the device stimulates the sacral nerve and to follow up with their hcp.